Event description:
It was reported that the customer received a weak battery alert, customer had to change the battery twice on the same week. After changing the battery, the screen was stuck on the alarm clock screen and customer could not clear the alarm as the keys were not responding. Blood glucose value was 20.5 mmol/l. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Manufacturer narrative:
The insulin pump had a cracked reservoir tube lip, minor scratches on display window and missing end cap sticker noted during visual inspection. No button response due to moisture damage noted on keypad traces noted. The insulin pump was unable to confirm weak battery, failed battery alarms and low battery alarms due to keypad anomaly.